Event description:
It was reported that the patient developed endocarditis. The device and the leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was retuned, analyzed, and no anomalies were found. (B)(4): the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor fractured due to overstress, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing environmental stress cracking breach/breach (non-electrical), the outer insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, and there was apparent explant damage. Visual analysis revealed that the interior svc defib cable was fractured (overstress) at 32.8cm; exposed coil continuity is complete.